Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer reports that the proseal exploded during pre-testing. It was about to be used for the 23rd time. No pt injury/harm.